Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as the pump was not working properly. The patient was unable to inflate the device as stuck button or pump valve would not budge. Following the surgery, the patient was healthy and there were no patient complications.